Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had pain all over her body after 5 hours of using the spinalpak device. The sales representative told the patient to introduce the treatment slowly. The patient stated that when she was wearing the spinalpak device she felt a wave of pain in the bones all over her body after wearing the electrodes for 5 hours. The patient reported that the pain level was a 10 out of 10. The patient stated that she has not exchanged her daily activities. The patient stated that she left a message with her doctor, and no one called her back. The patient reported that she took her regular pain medicine that she takes every day. The patient stated that she felt better 2 hours after stopping treatment. The patient was advised to conduct a time test and keep a log. She will call back if she has any issues. No further issues have been reported.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d2: common device name, d3: manufacturer address and email address, d4: UDI, d9: device not available for evaluation, g1: contact office and manufacturer site, g6: report type, h6: device code additional information - g3, h4: device manufacture date, h6: impact code, method, results. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient had pain all over her body after 5 hours of using the spinalpak device. The sales representative told the patient to introduce the treatment slowly. The patient stated that when she was wearing the spinalpak device she felt a wave of pain in the bones all over her body after wearing the electrodes for 5 hours. The patient reported that the pain level was a 10 out of 10. The patient stated that she has not exchanged her daily activities. The patient stated that she left a message with her doctor, and no one called her back. The patient reported that she took her regular pain medicine that she takes every day. The patient stated that she felt better 2 hours after stopping treatment. The patient was advised to conduct a time test and keep a log. She will call back if she has any issues. No further issues have been reported. No product was returned for evaluation.